Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) leads exhibited high thresholds and on x-ray were noted to have dislodged. The leads were explanted and replaced. In response to the advisory describing the potential for a device circuit error to occur while the device is processing an atrial-sensed event, the implantable pulse generator (ipg) was prophylactically replaced. No device malfunction was observed while the device was in use, however, given the potential for loss of device functionality, the ipg was explanted and replaced to preclude harm to the patient. After the procedure, the patient was noted to have symptoms of a pericardial effusion and tamponade. A periocardiocentesis was performed. Echo and repeat echos were not positive for a perforation and the source could not be definitively determined, but it was suspected that the source of the effusion was from a perforation by the newly implanted ra lead. No further patient complications have been reported as a result of this event.